Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose was 591 mg/dl and at the time of incident was over 600 mg/dl . The customer was treated with bolus for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did not allege insulin pump was under delivering. Troubleshooting was performed. The customer reported that the insulin exited at the quick release. The insulin pump will not be returned for analysis.